Event description:
It was reported that this system unexpectedly rebooted. Centralized pt monitoring was lost for approx 5 to 10 minutes during this episode. Pt monitoring continued at bedside during the reboot.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an installed centralized pt monitoring system with backup power supplied by an off the shelf uninterruptible power supply (ups). The customer reported that the system rebooted unexpectedly. Within the next 4 days, the system rebooted again twice. Welch allyn technical support staff reviewed the system logs and found that the system rebooted due to a loss of power. The hospital biomedical engineer suspected that the ups may not be providing stable power, so he disconnected the acuity system from the ups and rebooted. Welch allyn provided a replacement ups which was installed a few days later. After removing the acuity system from the original ups, the system did not reboot unexpectedly again. The ups, a powerware 5115, manufactured by eaton powerware, is not available for failure investigation. The hospital biomed stated that he was not sure where it is now. Nonetheless, the acuity system log files recorded reboots as a result of power loss, and that is sufficient to indicate that the ups was not performing to specification. The customer biomed reported that he had no way of knowing or finding out the pt ID information required for the form 3500a. Nursing staff did not return calls requesting pt ID info. The pt ID included in the file is the pid of a pt whom the log records as being admitted to the system right before the power event.